Event description:
I was using a tic watch e3 with the smart drive mx2+ without connecting to my phone or using other apps other than the mx2+ app I used the watch to go up my van ramp after double tapping twice to activate the smart drive turned on, but when I tapped once more to stay at certain speed the smart drive did not detect the tap and kept speeding up making it accelerate and crashed into the my van. I contacted max mobility and they refused to help.